Manufacturer narrative:
Analysis did not confirm the reported event. The battery was noted to be depleted, the device was mechanically intact and passed all incoming functional testing. The battery was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer did not work properly. Additional information regarding the issue was not able to be obtained. The analyzer was returned for repair. No patient complications have been reported as a result of this event.